Event description:
Defibrillator (ICD) reached end-of-life (eol) 39 months post implant. The device has been explanted and returned for analysis. A new guidant device was implanted without incident.

Event description:
Event description: guidant received information that this implantable cardioverter defibrillator (ICD) reached end-of-life (eol) 39 months post implant. The device has been explanted and returned for analysis. A new guidant deivce was implanted without incident.